Event description:
It was reported that the device was used during a donor nephrectomy. The mechanism was very slow to respond to forming the clip and the jaws and trigger returning to the original position. Another device was used to complete the case. There was no adverse patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.